Manufacturer narrative:
Internal complaint reference: (B)(4). Hoskins, w., rainbird, s., peng, y., graves, s. E., & bingham, r. (2022). The effect of surgical approach and femoral prosthesis type on revision rates following total hip arthroplasty: an analysis of the most commonly utilized cementless stems. Jbjs, 104(1), 24-32. Doi: 10.2106/jbjs.21.00487.

Event description:
It was reported that on literature review "the effect of surgical approach and femoral prosthesis type on revision rates following total hip arthroplasty", data was collected from the (B)(6) orthopaedic association national joint replacement registry (aoanjrr) from (B)(6) 2015 to (B)(6) 2019. 7972 primary tha surgeres with the polarstem component were evaluated according to implant survival rate. It was reported that that total, 35 patients suffered from prosthesis dislocation and needed a revision surgery. The outcome of the patients is unknown. No further information is available.

Manufacturer narrative:
H3, h6: in the literature article of hoskins et al. 2022 [1], it was reported that 35 patients suffered from prosthesis dislocation and needed a revision surgery after a polarstem component was implanted. The devices, used in treatment, were not returned for investigation and the part and batch number of the reported complaint are not known. Therefore, it is not possible to investigate whether the reported devices met manufacturing specification upon release for distribution. The severity and the failure mode are covered through our risk management. A thorough medical investigation could not be performed due to insufficient information. The reported failure mode "joint dislocation" is stated as a potential adverse device effect in the hip instruction for use of smith and nephew (lit. No. 12.23 ed. 03/21). Based on the performed investigations, the failure mode and the relationship between the devices and the reported events cannot be confirmed. Due to insufficient information, it is not possible to speculate about factors which could have contributed to the reported event and it is not possible to perform a review of past corrective actions. No probable cause can be determined and no further actions will be taken to this date. Should additional information become available, this complaint will be reassessed. Smith and nephew will monitor the devices for further similar issues. [1]: hoskins, wayne mbbs(hons), fracs, phd, rainbird, sophia phd; peng, yi med(epi&stats); graves, stephen e. Mbbs, dphil(oxon), fracs(orth), faortha and bingham, roger mbbs, fracs2; the effect of surgical approach and femoral prosthesis type on revision rates following total hip arthroplasty, the journal of bone and joint surgery: january 5, 2022 - volume 104 - issue 1 - p 24-32, doi: 10.2106/jbjs.21.00487.